Manufacturer narrative:
The insulin pump was received with no button response due to lcd unlocked keypad connector. The insulin pump had minor scratched display window. We were unable to perform idle current test, run current test, self-test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, no delivery test, displacement test and verify no delivery alarm due to button keypad anomaly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that blood glucose was high at 439 mg/dl which was high for months. During troubleshooting, customer was not able to scroll down on with insulin pump. Insulin was not delivering when running a 5.0 unit fill cannula. Issue was resolved with set change. It was found that settings were correct. Customer was advised that insulin pump would be replaced due to button issues. Phone call was disconnected.